Event description:
Related manufacturer reference number: 1627487-2022-04107. It was reported the patient experienced ineffective stimulation with the system since implant. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced and a third lead was implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating that along with the ineffective stim the patient experienced a burning sensation. The issue has been resolved with the reported lead explant and replacement.